Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown e1. Initial reporter facility name: (B)(6) medical center. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The evaluation of the photographs show underfill and damaged tube. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure modes damaged tube (chipped product) and underfill. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes,1 tube had a molding defect on top of the tube shaft and the tube was underfilled. There was no health impact or consequences reported.